Manufacturer narrative:
Final analysis of the neurostimulator ((B)(4)) revealed setscrew backed out too far.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory; product ID neu_ unknown_lead, lot# unknown, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the set screw bar on implantable neurostimulator (ipg) would not let the implanted advance the lead all the way into the ipg. The health care provider (hcp) tried many times to advance the lead into the ipg and could not get it to go in all the way. He tried loosening the set screw bar, then advancing the lead with little success. The (hcp) asked for a new/ different ipg and the lead went right in. There was no surgical intervention planned or scheduled. Everything was fine, issue with ipg was resolved. A follow-up report will be sent if additional information becomes available.